Event description:
It was reported that (1) device was used during a lung lobectomy. It was reported by the affiliate that the tlh30 worked well on the first firing. Then it was reloaded with a trh30 and also worked, but upon another reload, the staples were not fired and remained inside the device. Thinking that the stapler had sutured, the surgeon cut the bronchus creating a channel (fistula) between the bronchus and the pleura. Then the surgeon had to suture by hand the communication (fistula). The pt is now well and the device was not returned by the hosp.